Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys total psa immunoassay (tpsa) and elecsys free psa immunoassay (fpsa) on a cobas 6000 e 601 module (e601). The patient was at the site for a follow up visit after having a prostatectomy. The sample resulted with a tpsa value of 0.003 ng/ml accompanied by a data flag and a fpsa value of 0.13 ng/ml. Both tests were repeated and the results could be duplicated. No specific data was provided. No erroneous results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The serial number of the e601 analyzer was asked for, but not provided. This medwatch will apply to the fpsa assay. Please refer to (B)(6) for information related to the tpsa assay.

Manufacturer narrative:
The correct fpsa value of the sample was 0.124 ng/ml. The sample also had the following additional test data on (B)(4) 2018: a-tg = < 10.00 ui/ml, vitd-t = 16.04 ng/ml. The serial number of the e601 analyzer was (B)(4).. A sample from the patient was provided for investigation. Investigations were unable to duplicate the fpsa value measured by the customer. The tpsa value was duplicated. There was no remaining volume of the sample available for further investigations. The investigation was unable to find a definitive root cause.